Event description:
Meter name: one touch basic enhanced. Strip name: one touch. Meter code: 8. Strip code: 8. Strip storage: stored correctly. Symptoms: dizzy. The pt reportedly went to the hospital. Pt's meter allegedly is inaccurately low. The result on pt's meter was 32mg/dl and 26mg/dl at another time. The result on the hospital meter was 276mg/dl. The time difference between the pt's meter and the hospital meter is unk. Treatment was with IV saline. The pt reported similar situation occurred 3 other times in the same week and that pt has many other health issues. No further info has been reported.